Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-12233. It was reported that the patient presented in the emergency room with feelings of diaphragmatic stimulation and chest pain. Upon interrogation of the patient's device, it was noted that the right atrial lead exhibited no sensing or capture and that the right ventricular lead exhibited high capture thresholds. It was confirmed that the patient has twiddlers syndrome. A computed tomography scan was performed on (B)(6) 2019 and it was observed that the right atrial lead was dislodged. Both leads were explanted and replaced. The patient's condition was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.